Manufacturer narrative:
Device manufacture date: a medtronic representative went to the site to test the system. The representative arrived on site and couldn't reproduce software mismatch. Ran several scans in 2d and 3d . Could not reproduce problem. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system had a mismatched software error. The system was then unable to take 2d or 3d images . There was no patient present.